Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 the patient checked her cgm which showed 167 mg/dl; since it was in range she did not check her bg. She passed out, and when her husband tried to call her, she did not answer so he called 911. Emergency medical services (ems) arrived about 20 minutes after she had initially passed out. They checked her bg and it was in the 30s mg/dl. She was given glucose via intravenous (IV) therapy and regained consciousness. Following the glucose administration, when the paramedics left, her bg was 280 mg/dl. At the time of the call the next day she was stable, but the sensor readings were still inaccurate with a cgm of 364 mg/dl and a bg of 223 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.